Event description:
It was reported that: "the broach handle release/pin broke. Handle will not longer hold a broach."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.